Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was programmed to magnetic resonance imaging (MRI) mode while the patient underwent an MRI. When the ICD was attempted to be programmed back to normal mode, the device went into backup. The device was restored after a firmware download. The patient reported feeling pocket stimulation when the ICD was in backup, but it stopped after the device was restored, and the patient was in stable condition.